Event description:
Customer reported a past high blood glucose event. Specific highest value was not known but displayed as "high." Cause was not known. To resolve the issue, the customer took corrective action by administering a correction bolus via the pump. Customer support recommended consulting with a healthcare professional to discuss what might be affecting the blood glucose levels, and the caller acknowledged this advice.